Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed, de novo lesion in the superficial femoral artery (sfa). The 6.5x80mm supera peripheral self-expanding stent system (sess) was advanced to the lesion. Upon deployment, the thumbslide stopped and it was noted that the tip of the delivery system was caught on the stent. The stent was only partially deployed. It was decided to remove the device including the stent. Resistance was noted so the stent delivery system was removed with the sheath. It is unknown if the stent was removed or remains in the anatomy. The procedure was completed with a drug coated balloon. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, the following information was received: the stent was only partially deployed. It was decided to remove the device including the stent. Resistance was noted so the stent delivery system was removed with the sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that interactions with the heavily calcified, mildly tortuous and 90% stenosed anatomy resulted in the ratchet being unable to properly engage and release the stent from the delivery system; thus resulting in reported activation/ deployment failure and the reported mechanical jam. During removal interaction with the heavily calcified, mildly tortuous and 90% stenosed anatomy resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.